Event description:
The patient had an obtape sling. Subsequently, the patient experienced erosion of internal bodily tissues and vaginal walls.

Manufacturer narrative:
Vaginal erosion, extrusion, dehiscence and infection are know complications associated with the use of both synthetic and antilogous/donor tissue pub-vaginal slings for treatment of urinary incontinence, surgical technique variables, and a history of previous or concurrent urogynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events.